Manufacturer narrative:
Patient weight: estimated weight. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as air in the patient¿s esophagus contributed to the reported poor visualization. Additionally, the patient¿s anatomy (short posterior leaflet, and mitral annular calcification) contributed to the reported slda. The treatment appears to be related to the operational context of the procedure as another mitraclip was successfully implanted as treatment for the slda and to further reduce mr. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed as the implanted clip detached from one leaflet, while remaining attached to the other leaflet. It was reported that the patient presented with functional mitral regurgitation (mr) grade 4+, posterior leaflet tethering, a short posterior leaflet, and mitral annular calcification. Reportedly, there was some difficulty with visualization due to air in the patient's esophagus. The first mitraclip (cds0601-ntr 90822u213) was implanted with sufficient leaflet capture. Post deployment, the clip detached from the posterior leaflet, while remaining attached to the anterior leaflet, a single leaflet detachment (slda). As treatment for the slda and to further reduce mr, another mitraclip was successfully implanted. The mr had been reduced to grade 1. Per physician, the slda was due to anatomy. There was no adverse patient sequela and no clinically significant delay. No additional information was provided regarding this issue.